Event description:
The customer reported that the ventilator alarmed and shutdown during normal ventilation operation due to.a vent inop data acquisition pcba adc failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer (fse) was able to duplicate the reported problem. The fse reported the data acquisition pcb board was replaced to correct the reported problem. Final applicable testing was completed per operating specifications.

Manufacturer narrative:
Manufacturer received: 07/30/2014. The data acquisition was tested and no failures were identified. The 1006 error code could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).